Event description:
It was reported that the screen on a customer's pump was broken, causing it to become unreadable. The customer's blood glucose level was reported as 10 mmol/l, which is within the normal range. Customer reverted to using an alternate method of insulin therapy.